Manufacturer narrative:
The liquid embolic material was not returned for analysis, as it was consumed during the interventions. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Death is a known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure and patient condition related events. However, the exact cause of death remains unknown. Mdrs that are linked: 2029214-2017-00907, 2029214-2017-00908. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: ¿clinical experience and results of microsurgical resection of arteriovenous malformation in the presence of space-occupying intracerebral hematoma¿ damiano g. Barone, md, hani j. Marcus, phd, mathew r. Guilfoyle, phd. Medtronic received the following events: 2 patient deaths occurred sometime post intervention (10 days thru 4 months). The age range was 3 to 73 years (11 males and 10 female patients).